Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 83-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage a. During impella cp support, steady oozing was observed at the femoral access site while the repositioning sheath was in place. An angle-match dressing was applied; however, it became rapidly saturated. The patient subsequently decompensated with a drop in hemoglobin requiring transfusion of two units of packed red blood cells. Following stabilization, the access site was managed with forward-tension sutures and reapplication of an angle-match dressing, after which no further oozing or hematoma was noted. Contributing factors included an elevated international normalized ratio and concurrent anticoagulation and antiplatelet therapy with continuous heparin infusion and ticagrelor (brilinta). Anti-xa level at the time of the bleed was reported as 0.5. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. During the same course of support, suction alarms were reported at performance level p2. Echocardiographic evaluation suggested the inlet was positioned near the aortic valve and measurement could not be obtained. The device was subsequently repositioned under echocardiographic guidance, resulting in resolution of suction alarms and restoration of appropriate function, with the ability to increase support to p7 and obtain stable waveforms. The patient remained on impella cp support at the time of reporting and was subsequently successfully weaned.